Event description:
The pt received scs system on (B)(6) 2011. It was reported that the top of the pt's ipg felt like it was sticking out. The pocket was revised to a more comfortable location on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.